Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the left cylinder had a hole. The cylinders were explanted and replaced. No patient complications reported.